Manufacturer narrative:
Event evaluation: this event is still under investigation.

Event description:
During first procedure in 2008, another manufacturer's device was used in addition to the cook zenith 32x39 extension on a male patent. The following month, there was a reintervention to fix a type I endoleak associated with the zenith device. Patient outcome unknown at this time.